Manufacturer narrative:
On inspection of the device at the service center, the issue was reproduced. The led windows were replaced as well as the electrical connector. All connections were also rewired.

Event description:
It was reported that the center image was a bright light resulting in the operator being unable to view anatomy. There was no patient injury or other adverse health consequence.